Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient passed away after being shocked by a short in a buffer machine. The coroner indicated cause of death was a heart attack but the patient's spouse questions this. The caller alleges the implantable cardioverter defibrillator (ICD) system contributed to the patient's death. The caller stated the device was buried with the patient but was interrogated post mortem. The caller has been unable to obtain device interrogation results from the physician's office. No additional information regarding the death is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.